Event description:
It was reported that a hole was observed in the balloon membrane. The intra-aortic balloon (iab) was inserted sheathless post-op, on the ward in the itu with the patient in their bed, on the (B)(6) october. The next day, (B)(6), the iab was removed because the pump alarmed "gas loss", the md inserted another iab-06840-u successfully and the patient received intra-aortic balloon pump (iabp) therapy for six days.

Manufacturer narrative:
(B)(4).